Event description:
About 1.5 hours after the start of a routine hemodialysis treatment the patient complained of uncontrollable shaking, chills, and a temperature of 100f. Operator ended the treatment and rinsed back the blood. Patient symptoms resolved after treatment was discontinued. Patient went to ed and blood cultures were drawn. Nurse reports patient refused ed discharge and was admitted overnight pending results of blood cultures. Vancomycin 1gm administered. No other medical intervention provided. Blood cultures results were negative.

Manufacturer narrative:
The exact cause of the reported issue cannot be determined. A dialysate sample was brought to ed but physician determined testing not required. Blood cultures were negative. No other similar complaints reported for this lot of dialysate saks. This report is considered closed.